Manufacturer narrative:
DHR: a review of the lot records was conducted, and did not discover any indication of problems that could have caused or contributed to the complaint. Failure analysis: no components were returned for investigation. As such, a failure of a component could not be confirmed. However, x-rays received confirm a fracture occurred. Root/cause: as components were not returned for investigation, a definitive root cause could not be found. However, x-rays were received showing a fracture. The x-rays were examined by the director of medical safety, clinical affairs. He stated: ¿medial malleolar fracture in not uncommon in ankle replacement surgery, and occurs with all anteriorly implanted ankle prosthetics, no matter the manufacturer. In ankle replacement procedures which are anteriorly placed, surgeons must resect approximately half of the medial malleolar portion of the tibia to the elevation of the plafond, essentially eliminating the inner cortex supportive structure of the bone. You are left with a much narrower malleolus, which is vulnerable to fracture in the apex or upper corner with the slightest of lateral movement or pressure. When this occurs intra-operatively the malleolus is pinned immediately, however when a fracture goes unnoticed it may lead to a medial malleolar fracture down the road even when the patients is casted should they begin weight bearing too early. This will need to be pinned. It is not device related and is entirely procedurally related." If any components are later returned, this complaint will be reopened and an investigation conducted.

Manufacturer narrative:
As the lot number was not submitted, a review of the lot records could not be conducted to discover if there were any indication of problems that could have caused or contributed to the complaint. No components were returned to integra for investigation. As such, the failure could not be confirmed, and a possible root cause could not be found. If any are later returned, this complaint will be reopened and an investigation conducted.

Event description:
A physician reported that on (B)(6) 2019 an unknown cadence product was implanted. On post-op x-rays, after plaster case, he discovered that there was a medial malleolus fracture. To date no action taken.